Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed. A review of the share logs was performed and a pair new transmitter message was found within the investigation window. The probable cause was determined to be a transmitter failed error. The reported event of a pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.